Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/05/2008. The product associated with this report has not yet been explanted. Based upon the implant date and serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis once it is removed. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as: "a port leak with port removal only."